Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/10/2024, it was reported by a sales representative via sems-06589273 that an ar-2658tr knotless distal clavicle plate button tightrope®button released early after passing bi-cortically through the clavicle. This occurred during a clavicle repair on (B)(6) 2024, where the knotless distal clavicle plate button tightrope was cut out and removed from the patient. They opened a new button to finish the repair and it worked successfully.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.